Event description:
A 4 month old was undergoing anesthesia. Bp reading 0 on bp device in system. Another co's bp monitor used to measure bp and result was approx 60/40. Bp device in system does not appear to be sensitive to measuring bp in infants.